Event description:
Customer reportedly received the following advantage system 1/system 2 results within 10 minutes: 113 mg/dl and 386 mg/dl, 301 mg/dl and 48 mg/dl. The reported comparisons were performed on different days. Low blood glucose symptoms were reported with the 2nd set of values; customer was able to self treat. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550850, expiration date 3/31/2010). Reference medwatch report with pt identifier (B) (6) for the suspect device used in system 1.